Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the right coronary artery. The 2.80x19mm rx graftmaster covered stent system was advanced in the attempt to cover the perforation; however failed to cross due to the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the right coronary artery. The 2.80x19mm rx graftmaster covered stent system was advanced in the attempt to cover the perforation; however failed to cross due to the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.